Event description:
A complaint of unwanted stimulation was received. It was determined that the leads were wrapped around the patient's precision system. The patient will be scheduling a revision surgery.